Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3.00mm/1.5cm/140cm and 4.00mm/1.5cm/140cm small peripheral cutting balloon were selected for use. However, it was noted that these balloons ruptured during the procedure. Both device were removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3.00mm/1.5cm/140cm and 4.00mm/1.5cm/140cm small peripheral cutting balloon were selected for use. However, it was noted that these balloons ruptured during the procedure. Both device were removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.